Manufacturer narrative:
The device was explanted but was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient was explanted after one of the implanted leads and anchor were partially externalized. This occurred after the patient had attempted to remove a t-shirt, causing the midline incision to open. The patient was provided with oral antibiotics. There have been no further reports of complications.

Manufacturer narrative:
The device was returned to nevro and examined. The investigation concluded the nevro system had exhibited normal functionality. The manufacturing and sterilization records were reviewed and no non-conformities were found. Based on the functional testing and records review results, the patient's infection was likely due to a procedural issue rather than device-related.

Manufacturer narrative:
(B)(4).